Manufacturer narrative:
Additional information was received on september 13th, 2023 stating that the customer's blood glucose at the time of the event was 105 mg/dl.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to customer's blood glucose. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.